Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent a right thoracotomy as part of a blalock-taussig shunt procedure utilizing a gore-tex® vascular graft configured for pediatric shunt device. At an unknown date the patient presented with thrombosis in the gore-tex® vascular graft configured for pediatric shunt device. Further information has been requested but is not available at this time. Physician confirmed all shunts are on prophylactic heparin until they¿re able to transition to aspirin and that aspirin responsiveness is checked in everyone prior to stopping heparin.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent a right thoracotomy as part of a blalock-taussig shunt procedure utilizing a gore-tex® vascular graft configured for pediatric shunt device. On (B)(6) 2020, a shunt murmur could not be identified and an echocardiogram and cta scan confirmed shunt thrombosis. The patient was given heparin and tpa infusions. On (B)(6) 2020 an echocardiogram revealed that the shunt was open. Another echocardiogram on (B)(6) 2020 confirmed that the shunt remained open. On (B)(6) 2020 the patient was discharged home on lovenox. On (B)(6) 2020 a tetralogy of fallot repair was performed at which time the shunt was removed. Physician confirmed all shunts are on prophylactic heparin until they¿re able to transition to aspirin and that aspirin responsiveness is checked in everyone prior to stopping heparin.

Manufacturer narrative:
Additional information was received and the following sections were updated accordingly: a4: patient weight added. B5: description of event updated to include additional information received. H6: health effect - impact code: 4644. H6: investigation findings code: 213. H6: investigation conclusions code: 4315.